Event description:
Note: this report pertains to the second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure to treat varices. The exact procedure date was unknown. During the procedure, they pulled a bander to band the varices and had problems deploying the bands. The device was removed and a second speedband superview super 7 was used; however, the same problem happened, the bands were still difficult to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150203 captures the reportable event of bands were difficult to deploy.

Event description:
Note: this report pertains to the second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure to treat varices. The exact procedure date was unknown. During the procedure, they pulled a bander to band the varices and had problems deploying the bands. The device was removed and a second speedband superview super 7 was used; however, the same problem happened, the bands were still difficult to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150203 captures the reportable event of bands were difficult to deploy. Block h2 (additional information): additional information received on 16feb2024 confirming that this event was created in error and is a duplicate of the other event as there was only one defective speedbands superview super 7 reported by the customer. Report number 3005099803-2024-00415 is a duplicate of report number 3005099803-2024-00414. Therefore, this event no longer represents an MDR-reportable scenario, and all information for this event can be found under report number 3005099803-2024-00414.